Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was not successfully implanted. The lead exhibited high pacing thresholds and helix extension and retraction issues. The lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.